Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: 180119-001279,180119-001313,180119-001381,180119-001394,180119-001426,180119-001445,180119-001470,180119-001494,180119-001508,180119-001531,180119-001646,180119-001659,180119-001660,180119-001690,180119-001696,180119-001706,180119-001826,180119-001840,180119-001847,180119-001920,180119-001926,180119-001928,180119-001941,180119-001956,180122-001277,180122-001339,180122-001389,180123-002132,180123-002138,180123-002154,180123-002160,180123-002165,180124-001519,180124-001583,180124-001601,180124-001628,180124-001637,180124-001650,180124-001780,180124-001798,180124-001813,180124-001884,180124-001909,180124-001919,180124-001936,180124-002039,180124-002073,180124-002079,180124-002096,180124-002107,180124-002112,180124-002167,180124-002179,180125-001040

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.